Manufacturer narrative:
MDR 1219913-2026-00052 was initially filed on 09-mar-2026. Additional information (15-apr-2026): siemens healthcare diagnostics has concluded the investigation of the event. An outside of united states (ous) customer reported observation of an erroneously depressed total human chorionic gonadotropin (thcg) result which was discordant relative to repeat testing. Siemens evaluated the instrument data, and the information provided by the customer. Reagent and instrument issues were ruled out based on qc recovery within acceptable ranges and no issues were reported with other patient samples. Sample integrity was confirmed through visual inspection of the collection tube. The sample and reagent trace files were reviewed which showed no evidence of hardware issues affecting thcg reagent delivery. No issues were observed with other diluted samples processed with same diluent pack. Based on the available information, the cause of the discordant result cannot be determined. A product problem has not been identified. The customer is operational, and the reported issue was resolved by routine troubleshooting. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
An outside of united states (ous) customer reported observation of an erroneously depressed total human chorionic gonadotropin (thcg) result which was discordant relative to repeat testing. Siemens is evaluating the event.

Event description:
The customer reported to siemens that a depressed atellica im total human chorionic gonadotropin (thcg) result was obtained which was discordant relative to repeat testing when using lot# 365. An erroneously depressed result of 895.7miu/ml was initially reported to the physician and was questioned. The patient was redrawn, the sample was diluted (1:5), and retested on the same atellica im 1600 analyzer, yielding a result of 2331.1miu/ml. The patient was drawn again, and the new sample processed on the same analyzer produced a result of 2435.6 miu/ml. The elevated results were considered correct. There are no known reports of patient intervention and adverse health consequences due to the erroneously elevated total human chorionic gonadotropin (thcg) result.